Manufacturer narrative:
A complaint was received regarding a missing alarm on an iacs. The logs showed the following: an alarm correctly generated for low systolic arterial pressure at 9:12:36. This alarm was active for 21 minutes and 38 seconds until 9:34:06. An alarm correctly generated for low mean arterial pressure at 9:18:50. This alarm was active for 15 minutes and 16 seconds until 9:34:06. An alarm correctly generated for low spo2 a few minutes prior to the staff visiting the room. Also, a low heart rate and static pressure alarm correctly generated around the time the staff entered the room. The alarms were not silenced during these times as confirmed by the ics logs. After reviewing the logs, it was found that all alarms generated as designed and there was no malfunction.

Event description:
See initial report.

Manufacturer narrative:
The investigation has started but has not been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that when the hospital staff went into the patient's room, the patient had only a static art blood pressure left and that the monitor did not alarm. Resuscitation was performed but the patient died.